Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an insulin pump error. The blood glucose reading was 194 mg/dl. The patient was informed about the proper methodology for battery installation and the longevity of battery life for the unit. No further information was provided.